Event description:
It was reported this esophageal stent was initially placed without incident in 12/96. In 1/98, the pt returned with pain in the abdominal area. A gastroscopy revealed the stent had migrated into the pt's stomach. Removal of the stent with a snare was uneventful. Another stent was placed without incident and the pt was released. No further details are available regarding the circumstances surrounding this event. The device has not been returned by the user facility. Therefore, a failure analysis is not available. Without evaluating the device and without further details, co is unable to determine the exact cause for this event. Co's instructions for use state: "the following complications have been reported in the literature for esophagus prosthesis...these include but are necessarily limited to: pain, stent migration."